Event description:
It was reported that a capture anomaly was noted on the right ventricle (rv) lead. The physician elected to explant the rv lead. The patient's condition was not known.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.